Event description:
It was reported that during patient use, the ventilator keyboard became unresponsive. The patient was transferred to another ventilator. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) evaluated the device, and could not duplicate the reported malfunction. No parts were replaced. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications.